Event description:
Complainant alleged that while treating a female patient, the device would not increase energy over 200 joules to continue treating the patient. Complainant indicated that the patient expired.

Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.